Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade "3.5". This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "bilateral capsular contracture today, baker grade "3.5". The device remains implanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, red and yellow particles, opening on posterior and underweight. A visual and micro analysis was performed which identified: crease sharp opening and missing orientation dot (75-100%). Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. Missing orientation dot due to inconclusive

Event description:
Healthcare professional additionally reported a left side "suspected rupture" and "patient concern with the product." Device has been explanted.